Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A person called for the customer to report that the customer was hospitalized due to a diabetes related incident, and that the customer's insulin pump had no power and she needed to obtain the settings. The caller was unable to give any specific details. The customer's blood glucose reading was unknown. The caller stated that she was going to insert new batteries into the device. Caller was advised to call back if further help was needed. No further details were provided.